Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
On (B)(6) 2016 it was reported that the patient claims she is having continuing pain and cannot perform any physical activities that involve her knees. We have no additionalinformation at this time. The patient has implants in both her right and left knees, this report is for the left knee. Posterior femoral augment block, 00549003401, lot#62414316.